Manufacturer narrative:
Pump unable to prime during prime system sensor test due to faulty force system sensor. Pump passed the rewind, idle current test, run current test, self test,off no power test, unexpected restart error test, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump had cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was normal but that the pump had multiple motor error alarms in the pump history. The customer was advised that the device would be replaced and to return the product for analysis.